Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and the mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2019 during which the surgeon noted after lysis of adhesions, he identified the previous mesh and noted it to be misplaced. The mesh from the prior surgery was dissected off of the abdominal wall and removed. It was reported that the patient experienced severe pain, adhesions, nausea, bulging, stress and anxiety. No additional information was provided.